Event description:
Patient at home with fluorouracil continuous infusion infusing through cadd pump. Patient felt wetness on shirt and discovered that tubing had spontaneously disconnected from closed system drug-transfer device adaptor attached to his port which allowed blood to back flow. Significant amount of blood leaking from port. Patient called infusystem 24/7 nursing hotline and was educated to clamp port which stopped bleeding. Presented to infusion center to have pump/tubing replaced.